Manufacturer narrative:
Product ID neu_unknown_lead, lot # unknown, product type lead; product ID 7482, serial # unknown, product type extension; product ID 64002, serial # unknown, product type adapter. (B)(4).

Event description:
It was reported that the patient experienced high impedances, >40,000 ohms, on electrode 3 with a possible break/short at the extension site. It was noted that the adapter added to the device size and was difficult to fit into the pocket. It was stated that the adaptor was connected to an existing extension. It was stated that during battery replacement, the extension plug looked to be loose at the connection site. It was noted that medical adhesive was used "to prevent fluid." It was stated that the device was reprogrammed using a different electrode combination. It was noted that the patient is alive with no injury. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).